Event description:
It was reported that the subject is enrolled in the (B)(4) study and received their study surgery on (B)(6) 2013. The subject had a failed total primary knee (failed tibial component, global instability, extension instability and flexion instability).

Event description:
It was reported that the subject is enrolled in the (B)(6) study and received their study surgery on (B)(6) 2013. The subject had a failed total primary knee (failed tibial component, global instability, extension instability and flexion instability).

Manufacturer narrative:
This medwatch is a duplicate of MFR report # 0002249697-2013-03676.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon primary knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.